Manufacturer narrative:
The device is not expected to return as it was abandoned. (B)(4). As device was not returned, the root cause could not be confirmed. Based on the information provided by our field representative, we suspect that fatigue or stress in the region of the fracture site due to relative motion between the suture sleeve and an anatomical feature led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of occurrences.

Event description:
It was reported that this right atrial (ra) was left capped due to a fracture. It was mentioned that the patient had a truck accident in the past. Information provided from the field representative revealed that the damage was near the distal end, causing a separation of the lead body from the coil. The patient underwent surgical intervention to replace the lead. No additional adverse patient effects were reported. The lead is not expected to return as it was left capped.